Event description:
It was reported that the inflatable penile prosthesis (ipp) presented the reservoir in the bladder. A surgical procedure was performed, and all components were removed. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for cx preconnect is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device migration is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.